Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae/ventricular fibrillation: the cause of the injury was not determined due to insufficient clinical details.

Event description:
51 year-old male patient with stage d cardiogenic shock implanted with impella cp via right femoral artery. On day 2, ECMO added as primary support device, and impella device repositioned with no consequence. On day 8, during re-intubation, patient experienced ventricular fibrillation which required defibrillation. On day 9, impella pump was explanted, and ECMO support continued. Patient outcome unknown. Impella to be conservatively coded to ventricular fibrillation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.